Manufacturer narrative:
Concomitant medical products: product ID: ep003994s, lot# 215418987. Product ID: ep003994s, lot# 215418987. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, while advancing the needle through a sheath, the needle scratched inside of the sheath. Part of the sheath came off as a result of this issue. This occurred three times. The case outcome is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the needle, ep003994s with lot number 215418987, was returned and analyzed. Visual inspection of the needle showed that there was no kink on the shaft. There was no sheath returned for investigation. In conclusion, the reported skiving issue could not be confirmed through testing. The returned needle passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the needle was replaced with a competitor product and the procedure was able to be completed.

Manufacturer narrative:
Product event summary: the transseptal needle, (B)(4) with lot number 215418987, was returned and analyzed. Visual inspection of the needle showed that there was no kink on the shaft. There was no sheath returned for investigation. However, it is plausible that skiving occurred as there is a compatibility issue with the needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.